Manufacturer narrative:
The device has been received for analysis, but requires add'l testing which is not complete at this time.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. The lesion being treated was located in the non tortuous proximal left circumflex (cx). The vessel was predilated and the physician successfully implanted a taxus express2 3.0 x 28 mm drug eluting stent in the distal left cx. After several predilatations he attempted to pass a taxus express2 3.50 x 24 mm drug eluting stent across the proximal cx lesion but the shaft kinked and fractured unexpectedly, despite gentle manipulations. The procedure was completed with an ave 3.50 x 32 mm stent which passed easily to the lesion. No pt complications were reported.